Event description:
The customer stated that he was unable to connect any bedside device to his acuity centralized patient monitoring system. During troubleshooting welch allyn technical support found that the aruba controller shows all the (ap) access points down. This resulted in the loss of ability to centrally monitor patients. There was no patient harm associated with this reported problem.